Event description:
An affiliate became aware of a customer being hospitalized and reported the incident immediately. It was noted that the customer over delivered with their pump. It was believed that an over delivery was experienced. According to the representative, it was suspected that there is a risk for permanent brain damage. Customer gave themself four bolus doses within a period of 40 minutes, approx three times more than they usually give themself.